Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported that the cgm readings were "all over the place", but they diud not use a bg meter to compare the readings. The patient was confused and had a high fever. Her husband decided to take her to the eergency room, after they arrived at the ER the nurses took a bg reading which was 54 mg/dl and the cgm reading was 253 mg/dl. The patient was treated with insulin, tylenol, anti-biotic and IV fluid. The patient was hospitalized 5 days. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.